Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The potential root cause for this failure could be pinch lumen/ collapse lumen/ thick sac thickness or valve damage or short inflation lumen. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that the balloon would not inflate on foley catheter. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that the patient said that the balloon would not inflate on foley catheter. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.